Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in set) that appeared on the homechoice (hc) unit during fill 2. The home patient (hp) did not disconnect at any time, no air could be seen in the set and all unused lines were clamped. The technical service representative (tsr) had the hp close the transfer set and cycle the power. The hp would restart the set up with all new supplies. The tsr advised the hp to call the nurse in the morning. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that the home patient has been doing fine and has continued therapy okay. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).